Manufacturer narrative:
(B)(4). This event occurred in (B)(4).

Event description:
The customer received questionable high result from coaguchek xs meter serial number (B)(4) compared to the result from a laboratory using innovin reagent (recombinant human tissue thromboplastin). The result from the meter was 3.0 inr and the result from the laboratory less than one hour later was 2.4 inr. On (B)(6) 2017, the result from the meter was 3.4 inr and the result from the laboratory less than one hour later was 2.7 inr. There was no allegation of an adverse event. No medication changes recently and no other health issues. The therapeutic range was 2.0-3.0 inr. Relevant retention test strips (lot 176188) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from (B)(6) donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complies with specification.

Manufacturer narrative:
The customer's strips were received for investigation. The returned test strips were measured with reference meter in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot/retention meter marcumar 3: 2.9 inr, marcumar 4: 3.2 inr, customer strips/retention meter marcumar 3: 2.9 inr, marcumar 4: 3.3 inr. The maximum difference between measurements with the same blood sample was 3%. The returned customer material and retention material complied with specification. Medwatch fields were updated.